Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit over/under delivered.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of the unit over/under delivering. The unit was triaged and the reported issue could not be duplicated; no fault was found with the unit. A review of the device history record shows that this unit was manufactured in 2016 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.